Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. After suturing the wound in the operating room, the patient described the wound as red, swollen, and itchy. The patient had inflammation. The patient was advised to keep the area clean and dry, avoid scratching and rubbing the wound, and avoid infection. Checked the wound site for the patient and performed simple disinfection treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please provide the onset date/time of inflammation from the initial surgical procedure. Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe and provide further details of the ¿simple disinfection treatment¿. Was the patient prescribed medication? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.